Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range shock impedance measurements. Device testing was performed and the shock impedances tested within range in all configurations. The system will continue to be monitored. There were no adverse patient effects reported.